Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the right ventricular (rv) lead. A lead safety switch (lss) was triggered due to the high impedance which switched the polarity from bipolar to unipolar. The patient was brought into the office where high out of range pacing impedance measurements were confirmed. A lead fracture was suspected. Due to the low pacing percentage and patient's age the physician opted to continue to monitor the patient. The rv lead was left in unipolar configuration and remains in service. No adverse patient effects were reported.